Event description:
Additional information received confirmed that the right-ventricular (rv) lead dislodgement was confirmed via x-ray imaging.

Event description:
It was reported that the patient presented in-clinic for right ventricular (rv) lead revision. It was previously noted via remote transmission that the rv lead exhibited inappropriate shock due to far - p - wave oversensing caused by rv lead dislodgement. The rv lead was explanted and replaced. The patient condition was stable.